Event description:
The company was made aware on 10/29/2020 that the patient had developed a rash around the neurostimulator (ipg) site and spread to the buttock area. The physician prescribed benadryl and a one week course of steroids to resolve the issue. The cause was undetermined as it was not disclosed.